Event description:
Analysis of the returned lead was completed on (B)(4) 2014. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Analysis of the returned generator was completed on (B)(4) 2014. Diagnostic testing indicated the device was operating properly. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
It was reported that the patient underwent generator and lead explant due to infection. It as reported that the patient may be reimplanted at a later time. The nurse reported that there was no infection at either site and that there was skin breakdown of the surgical wound with the generator exposed. The skin wound above the leads was cultured which grew (B)(6). No cultures were taken at the generator site. It is unknown if any patient manipulation or trauma occurred that could have caused or contributed to the skin breakdown. The generator and lead were returned for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.